Event description:
A customer reported vacuum not strong enough prior to surgery. There was no patient involvement.

Manufacturer narrative:
The company representative evaluated the system and was unable to replicate the ported event. The company representative tested the system. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).